Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery with a twinfix ultra ha, it was found that the anchor was broken. The issue was solved with a backup device with a less than or equal to 30mins. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image found that the anchor had broken. A visual inspection found that the device was returned with the proximal portion of a broken anchor. The anchor appeared to have broken near the eyelet. The insertor tines were bent, and there was some debris on the anchor and device. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, and foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery with a twinfix ultra ha, it was found that the anchor was broken. It is unknown if there was a delay in the case and if a backup device was available. No patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.